Event description:
A customer reported that a system had poor illumination before surgery. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on december 7, 2010. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual non-conformity. The returned sample was not functionally evaluated since it was confirmed to have exceeded its rated life. The system was found to meet specifications and the lamp exceeded its expected life. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).